Event description:
Customer reported a malfunction alarm with pump code malf 24, leading to high blood glucose levels, although the specific value was unknown as it displayed "high." Corrective action included a correction injection via mdi, with no third-party assistance required. The pump, which was still under warranty, could not be reset, and tandem technical support shipped a replacement pump with updated software. Customer agreed to follow instructions for returning the faulty pump within ten days and programming the new pump, ensuring continuous insulin delivery during the transition through mdi backup therapy.